Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump kept alarming no delivery. Customer took the reservoir out and it was jelly. Insulin expires on 04/2017. The insulin in the bottle is liquid. The infusion set was changed the day prior from event report. Customer was reported to do a complete set change. No further information reported.